Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00019 on february 10, 2016. On 02/29/2016 additional information: the patient sample is not available for additional testing and investigation. Therefore, siemens is unable to determine the cause. Based on the information provided for the initial repeat (B)(6) with the hbsagii assay, the cause could be an unidentified sample specific issue such as a (B)(6). The instrument is performing within specifications. No further evaluation of the device is required. The advia centaur xp hbsag confirmatory assay IFU states in the results section states: "samples reported as not confirmed are (B)(6)." The advia centaur xp hbsagii IFU (10635153_en rev. E, 2015-01) states in the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."

Manufacturer narrative:
The cause for the discordant advia centaur xp hbsagii results is unknown. Siemens healthcare diagnostics has requested the patient sample for further testing and investigation. The instrument is performing within specifications. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
Discordant positive advia centaur xp hbsagii (hbsii) results were obtained for a patient sample. The patient had tested negative previously on the advia centaur xp hbsag assay. The hbsag confirmatory assay was run on the patient sample and the result was not confirmed. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbsagii result.